Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement and that the "pacemaker lead appeared to be in a less than idea[l] position."~~~~~~~~~